Manufacturer narrative:
(B)(4). The customer report of extension line kink could not be confirmed by visual inspection of the customer supplied photo. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the extension line was found kinked during use on patient. There was no reported patient harm or consequence. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the extension line was found kinked during use on patient. There was no reported patient harm or consequence. The patient was reported as fine post procedure.